Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had crack retainer ring and customer think pump was over delivering. Customer stated that reservoir was not able to lock in place when inserted into pump and customer can hear the machine clicking without bolus. Customer experienced low blood glucose level. Customer current blood glucose level was 105 mg/dl. The customer was treated with food and glucose tablets. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.